Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with a patient alert sounding. Competitor lead exhibited "wide ranges of lead impedance measurements." The possibility of a connection or set screw issue was discussed. The device has been removed and replaced. No patient complications have been reported as a result of this event.